Manufacturer narrative:
One device was received for evaluation. Visual inspection found one of the snaps to have broken off. Since the connector was cut off and not received, the device could not be connected to the generator and tested. The investigation could not determine the root cause of the customer's report. An additional failure was found during the investigation; one of the snaps was found to be broken and missing. The additional findings did not contribute to the reported condition. The investigation found a broken snap on the electrode jaw. Snap damage can be caused by the user improperly misaligning the snaps into the mating holes during assembly. This damage can also be caused by multiple assembly attempts. The investigation identified the root cause of the reported event to be attributed to user error. Refer to the product instructions for use for additional information on the proper method of assembling the electrodes onto the reusable instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device was plugged into generator and would not activate. No sound or seal would occur so another device was opened, which worked and completed the procedure. Nothing broke off during the procedure. There was no patient injury. The initial evaluation of the incident device found one of the snaps to have broken off. The broken piece was not returned.